Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after a day of wearing the adc freestyle libre sensor. Customer reportedly experienced "bleeding" and received unspecified treatment by his partner who is a paramedic. It should be noted that there was no diabetic related symptoms experienced by the customer. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving a "replace sensor" message after a day of wearing the adc freestyle libre sensor. Customer reportedly experienced "bleeding" and received unspecified treatment by his partner who is a paramedic. It should be noted that there was no diabetic related symptoms experienced by the customer. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on returned product download. Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor is in active state and was paired within the last 14 days). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.